Event description:
Multiple occurrences of o-ring failing to seal preventing the syringe from providing sufficient suction to "draw" blood. The product was replaced and the pt "re-stuck" with each episode with no known pt sequelae from these events.